Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer replaced the aspirate probes and tubing. The fse verified alignments and performance tested the instrument which yielded acceptable results. Although the instrument was repaired prior to returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer indicated that an erroneous, high cardiac troponin (accutni) result above the ami cutoff was generated on a unicel dxc 600i synchron access clinical system for one patient's sample. The patient was transported and admitted to an alternate facility due to the elevated accutni result. Repeat testing of this sample, as well as a second same-patient sample on the same as well as a different instrument, generated results within the normal reference range. The repeat results were regarded as reproducible. Instrument accutni quality control results recovered within the customer's established specification. A routine system check executed prior to the event also met customer specifications. The first sample drawn was collected in a lithium heparin plasma tube and presented with slight hemolysis. The second sample drawn was a serum sample with a gel barrier. No fibrin was observed in either sample.